Manufacturer narrative:
Pager works within 2 or 3 inches from the remote unit.

Event description:
The customer reported that the alarm has power but the transmitter must be no more than two inches from the receiver for it alarm. No pt injury was reported.